Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Chunk of the cotton separated from the tampon - vagina [foreign body in reproductive tract]. Cotton separated from the tampon [device breakage]. When I took it out a chunk of the cotton separated from the tampon [complication of device removal]. Consumer e-mail stated that when she removed a tampon, a chunk of the cotton had separated. No serious injury was reported.